Manufacturer narrative:
(B)(4). The sample was returned to maquet and was investigated in the complaints lab. A leak test was performed and the leakage at the gas outlet was confirmed,no further abnormalities were observed. Further investigations were completed in the lab to identify what was causing the leakage of the device. The gas side of the oxy was sawn open. Fiber shrinkage was found on side 1 and side 3. The last fiber of the mat was damaged in several places by warp. The damages were caused by the welding of the warp thread. The shrinkage of fibers was confirmed. A DHR review was performed,there were no references found,which are indicating a nonconformance of the product in question. A sap and trackwise trend search were performed which came to following results:no additional complaint was recorded. Based on the trending for material number,a systemic issue is not indicated. The available information was shared internally with clinical advisor. It was stated that the device was already damaged even prior to the clinical application hence setup. The error pattern seem to be not associated with a user error,but highly probable with a manufacturing issue. The issue was referred to the responsible lce,and it was confirmed that the phenomenon of fiber shrinkage was found and investigated for products with microporous fibers in a corrective action in response to increased customer complaints about leakage from the gas outlet for products with microporous fibers. This corrective action was closed as effective. It is not clear if this is the same issue as investigated in corrective action investigation. The strategy agreed with the lce engineer was that the complaints will continue to be monitored for further instances, and should there be an adverse trend, the need for any further actions will be evaluated and implemented if warranted.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital:"I filled the machine as usual and then run it as always several minutes at a pressure of 100 to 170 mmhg. Then I noticed the puddle under the oxy. The oxy has not kept the pressure and the priming has dripped massively from the gas outlet. I have not exposed the oxy a pressure tip since I do this test (up to 320 mmhg) only at the end of the filling process. It did not happen." (B)(4).